Event description:
It was reported that a non-bsc generator persistently reported excessive impedance. Despite changing the indifferent electrode, including cables and adapter, and employing a new catheter with its cable, the issue persisted. After an hour and a half of troubleshooting, the procedure was haited unsuccessfully due to the inability to perform ablation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).